Event description:
User was cut in the finger when running liquid control.

Manufacturer narrative:
Product not available for return. Product was used. The user said that she did not wrap the ampoule in gauze.